Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error. The patient's blood glucose at the time of incident is unknown. The customer was unable to clear the button error; all of the buttons were unresponsive. The insulin pump will be returned for analysis and a replacement device was sent to the customer.

Manufacturer narrative:
Device received with no ( up ) button response due to corroded keypad traces. No button error alarm and no frozen display during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.